Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was currently in the hospital, unrelated to the device or therapy. The rep reported he did not know if the device was dead; possible overdischarge. Hcp wanted to perform an MRI of the brain. Pss reviewed that discharged ins was considered off. No symptoms reported. Additional information was received from a rep. The rep reported that an overdischarge was confirmed. The cause was that the patient just stopped charging her device. The rep reported that there was no desire from the patient nor the clinic on any follow up to resolve the issue. The battery remained in overdischarge. There were no plans on the patient¿s part to revive the battery. No further complications were reported.